Event description:
The customer reported intermittent etco2 readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported intermittent etco2 readings during a pt event. There was no negative pt impact. The device was evaluated by a philips field service engineer. The symptom was duplicated. Replacement of the etco2 module resolved the issue. The device passed testing and was returned to service.